Event description:
It was reported in an abstract considering the efficacy of bkp for vertebral fractures with ankylosing spinal hyperostosis (ash) that a total of 36 patients underwent balloon kyphoplasty procedures over a 33 month period. The mean age at the surgery was 82 years (range 76-89 years). The surgical levels were l1 (3 patients), t12 (2 patients), t11 (1 patient) and l2 (1 patient). Seven of the 36 patients with ash (4 women, 3 men) were analyzed 3 months after bkp. It was reported in the review that there were 3 cases of cement extravasation into the caudal vertebral space. No patient symptoms were reported. The type of cement used for these patients was not specified in the abstract.

Manufacturer narrative:
(B)(4): hospital although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.